Manufacturer narrative:
Date of event: date approximated to (B)(6) 2021 based on the date bsc was made aware if this event.

Event description:
It was reported that a patient received intervention for a previously placed vici stent. A 16x120x100 vici self expanding stent was implanted in a patient at merit wesley hospital. A letter was sent from (B)(6) with a notification that the patient had emergent intervention involving the vici stent previously implanted at their facility.